Manufacturer narrative:
Inspected 1 opened and used sensor and found enlite sensor broken in half and the broken part still attached to tubing. Unable to confirm customer received the sensor damage due to customer returned opened and used.

Event description:
It is reported that a customer been receiving sensor alarms from their insulin pump. The patient's blood glucose was at 146 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer's cannula is stuck in the body of the patient. The customer did not try to take the cannula out of the body on their own. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.